Event description:
Customer uses the unit everyday for about 15 min a day only to check his mail box. Customer charges only when it goes into the red zone. Customer was on the way to go check his mail, and the solid front tire piece fell off and then 1/3 of the tire came apart. The customer was on a flat service sidewalk at the time of using it. These are the original tires that were on the unit. The customer fell out of the unit and this caused his front 3 teeth to fall out. Customer had to have his teeth redone. Customer is only requesting a replacement tire to be sent. Service record indicates no previous orders for tires, only for a new battery pack in 2010 and again in 2012 for another battery pack.